Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 12, 2025 ¿ may 13, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and silicone oil on the interior wall of the device's housing was observed. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. A small amount of silicone oil from the bladder may have dripped onto the interior wall of the housing during manufacturing and/or transport; this condition is cosmetic and has no impact on the function or safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of large volume folfusors had one or more drops of liquid flow on the inner wall. This occurred prior to patient use. There was no patient involvement. No additional information is available.